Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable result from a coaguchek xs meter. The serial number was requested but was not provided. At 10:30 am, the result from the meter was 5.0 inr. At 11:30 am, the result from the laboratory was 2.8 inr. There was no allegation of an adverse event. The therapeutic range was 2.0 inr-3.0 inr. The customer had no known anemia, no heparin therapy, no antiphospholipid antibodies, no lupus, no current thrombin inhibitors, no changes in medications, no changes in health or diet, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The test strips had already been discarded and are no longer available. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
No product was returned for investigation. The cause of the event could not be determined.